Event description:
The hand control for the surgical table stopped responding during surgery. The patient was moved to another table. No patient injury reported.

Manufacturer narrative:
This product does not have an expiration date. Device manufacturing date is unknown at this time. Evaluation summary: the operating table is used by surgical staff to position and support a patient for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control. This table was reported to have an issue with the floor locks disengaging on their own within the span of about an hour. Without the floor engaged, the remote from the table is not operational, thus the table cannot be properly articulated. When the table was brought in house for servicing, the technician replaced a sealing washer and tests were performed to confirm that the floor locks were fully operational. This table has since been returned to the account. This is not a single use device. Other - stryker communications made every reasonable attempts to further investigate whether the malfunction of the table had any negative effect on the patient. The only information reported to stryker was that no patient injury has occurred. The patient was moved from one table to another; therefore, no delay in surgery occurred.